Event description:
New information notes the lead would not sense in bipolar mode so programming to unipolar mode was completed. The patient was on a ventilator so no patient consequences or changes were noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during interrogation it was noted that the right atrial lead had low impedance. Programming changes to unipolar mode were made but impedance values were still slightly below the normal range. Additional information was requested but was not yet available.